Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a falsely positive architect troponin-I assay result was generated for one patient sample. The sample was repeated yielding a negative result. Initial result: 0.034 ng/ml. Repeat results: 0.017 and 0.018 ng/ml. The customer uses a cutoff of 0.03 ng/ml. Suspect results were not reported from the lab with no adverse outcomes reported related to this issue.